Manufacturer narrative:
Results: the pump max was able to power on and generate a vacuum pressure of approximately -29.5 inhg. Conclusions: evaluation of the returned pump max revealed a fully functional device. The pump max was able to power on and generate a vacuum pressure within specification. The reported complaint could not be verified and no issue was found with the device. Penumbra pumps are visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 110 (pump max). During the procedure, the aspiration level of the pump max diminished. There was no report of an adverse effect to the patient.